Manufacturer narrative:
A visual inspection of the returned product shows the lens is inside the cartridge and one haptic is torn off of the lens. There is clear surgical residue on the lens. No visible damage to the cartridge. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector was not returned for evaluation.

Event description:
The reporter stated that the surgeon was advancing a three piece silicone lens model aq2010v in the cartridge, and a haptic broke off and the lens wouldn't advance. No patient contact.